Manufacturer narrative:
The device was returned to olympus. Upon evaluation at the repair center, the no image issue reported by the customer could not be confirmed. However, it was noted that the indicators on the front panel were off due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite video system center had no image output, and the indicators in the front panel were not lit except for the power indicator. The issue occurred during reprocessing before a therapeutic procedure (endoscopic retrograde cholangiopancreatography). The patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of patient harm. This report is being submitted to capture the no image issue reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.